Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("left half of it in me which caused me to have excruciating pain on my right"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record medical device removal and pelvic pain". Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("left half of it in me which caused me ti have excruciating pain on my right"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record medical device removal and postoperative pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.